Manufacturer narrative:
E1- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope communication error (b30 error). The issue occurred during maintenance. There were no reports of patient involvement.